Event description:
The customer reported that when she was using her breast pump at the school where she works, she detected a burning odor. She saw a flame from the power supply and thought a fire was going to start. The power supply was placed in an electrical fire bag by the school custodian and disposed of. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that while she was using her breast pump, she saw a spark and small light blue flame come from the strain relief on the power supply. The school custodian grabbed it with a glove and threw it in the garbage. She also indicated that there were no exposed wires on the cord, no breach in the transformer housing, and that no injuries were sustained as a result of the issue. A spark and fire are indicative of at least one short in the cord. However, as the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.